Event description:
Chronic fever, abdominal swelling, whole body inflammation, severe pain. Embolic material voided for several years, vaginal discharge with mucous and blood. Heart disease developed de novo. Disabled by symptoms.